Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that while preparing for an interventional endovascular procedure, the physician was not able to retract the needle of the outback re-entry catheter. The product was not clinically used in the patient. There was no reported patient injury. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. Analysis of the returned device could not confirm the event as the unit was received with the cannula retracted. The product was returned for inspection. One non sterile outback was received coiled in two plastic bags. A kink was noticed at 4cm from the tip apparently due to an over-cannulation. The cannula was received retracted. The handle slide was not found in its original assembled position. No other anomalies were observed. The dumbbell was found unstuck; however there was evidence of glue. In order to perform the functional analysis pressurized water was applied through the guidewire port and exit through the tip (as expected), later it was applied through the hemostatic rotating valve and exited through the cannula. A 0.014" guidewire was inserted through the tip and exit through the guidewire port (as expected). The guidewire was then inserted through the guidewire port with the cannula retracted, and exited through the tip (as expected). The cannula could not be deployed due to over-cannulation. The unit was reviewed by the (B)(4) team, and the cannula was removed and reassembled; deployment could be performed without difficulty. Finally the guidewire was inserted through the guidewire port with the cannula deployed, and exited through the cannula (as expected). The (B)(4) concluded there are enough controls during manufacturing process to detect these kinds of conditions. The failure reported by the customer could not be confirmed since the unit was received with the cannula retracted. The exact cause of the failure experienced by the customer and dumbbell and handel slide condition could not be determined; it appears to be related to procedural factors. Neither the DHR review nor the product analysis suggests that the reported issue is related to the manufacturing process; therefore no action was taken. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors and/or user handling.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that while preparing for an interventional endovascular procedure, the physician was not able to retract the needle of the outback re-entry catheter. The product was not clinically used in the patient. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful.